Event description:
Customer reported heating up at distal attachment coupling the device was tested independently from attachments and continues to heat up. Device was returned for service. During service, technician found a worn coupling and worn hose.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician found hole/cut in hose as from strain, or normal wear.